Event description:
A temporary pacer, medtronic model 5388, was connected and working on a patient. The nurse was standing in the room and the pacemaker stopped working. No battery warning was observed for a low battery situation. A new pacer was immediately connected to the patient and the device that failed was sequestered by clinical engineering. Note: there is a current recall / field correction issued by medtronic that documents this exact symptom. However, this device's serial number was not included in the recall information. We believe the problem is more widespread than medtronic is publicizing. Unfortunately, we have run the device using an analyzer and cannot reproduce the symptom of shutting off without warning. We continue to sequester it awaiting direction from the original equipment manufacturer (OEM) in regards to the recall notice.====================== health professional's impression======================there is a huge potential for death if a temporary pacer shuts off while being used on a patient. Best case, there would be only minutes for clinical intervention.